Event description:
Pt's micky 12fr x 1cm button had been completely pulled out from his stoma. When observing the button, it would not re-inflate. Appeared to have a hole or tear somewhere. This tube was placed on (B)(6), and has not been replaced since surgery. It only being less than a month old, therefore, it warranted some kind of report. Nature of injury no significant injury, just some pain when replacing the button.